Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not reflect patient. The technical support specialist (tss) verified the patient details on the server, identified that the admit date was set to a future date causing the patient not to appear, advised the user to contact the admission/epic team to resend the admit message with the correct date, and confirmed resolution upon follow-up. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not reflect patient. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.